Event description:
The pt reported that the up button is not springing back when pressed. The keypad is intact and the pt does not expose the pump to water.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was observed to be swollen. The keys were found to be intermittently responding. The 'up' button was found to have a misaligned contact. Evidence of adhesive was observed under all of the key contacts.